Manufacturer narrative:
Other relevant device(s) are: product ID: 9735787, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Technical services (ts) recommended the manufacturer representative reset the uninterruptible power supply (ups) system by powering the system down and disconnecting from the wall power. The system was then powered back on after a few minutes and the ups showed connected. Both systems stayed powered on at this point. The representative was there for several minutes and the issue did not replicate. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that after a case, a manufacturer representative disconnected the network cable from the system to put it away and the main cart powered down. The representative powered the system back up and went into admin to see the self-test and it showed the battery as charging. The camera cart on the system then powered down and shortly after the main cart powered down as well. The system was re-powered on again and the self-test then showed the uninterruptible power supply (ups) connection log and the main cart went down again. There was no patient present when this issue was identified. Medtronic received additional information that the system was plugged into the wall when the system was shutting down.